Event description:
It was reported that the patient had a treadmill test performed during follow up. The patient experienced dizziness episodes. An x-ray revealed that the lead had dislodged. The lead was explanted and replaced on (B)(6) 2015. The patients condition was fine post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).